Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cpu memory was replaced. Memory tests were performed. No further information is available.

Event description:
The customer reported that the 7700 system would not save images. No patient injury was reported.